Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement pfc 1000 board shipped to site 10/27/2016. Medtronic investigation of returned suspect pfc 1000 board finds that the power resistor lead on large aluminum heat sink has burned. Charring on heat sink next to res lead. Strong component burned smell. Electrical failure - power resister blown (B)(4) 2016 a medtronic representative performed an imaging system check-out, mechanical, navigation, cable grade, safety inspection and software areas passed. Imaging modalities test failed. Pfc 1000 board made loud pop sound and smoked. Replaced pfc1000 board. System is ready to use. Imaging system performed as intended.

Event description:
A medtronic representative reported that during a planned maintenance (pm) on an a site's imaging system, they took an exposure and it popped. No further details were available. There was no patient present when this issue was identified.